Event description:
A (B)(6) customer received a blood glucose reading of 6.0mmol/l on the contour next link. She felt hypoglycemic so retested on the hospital's contour meter and the reading was 3.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event. Product was not replaced.